Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
On 22/jun/2018, fmc rtg, llc received notification that on (B)(6) 2018 a patient (pt.) On continuous cycling peritoneal dialysis (ccpd) filed a voluntary medwatch (mw5077784) form for a serious injury allegedly related to the liberty cycler. The pt. Reported not being able to properly dialyze due to failure of two liberty cyclers while away from home at a conference. Upon return on (B)(6) 2018, the pt. Required emergency hospitalization to sustain life. Details surrounding patient demographics/information, hospitalization course and liberty cycler serial numbers are unknown.

Event description:
"."

Manufacturer narrative:
Plant investigation: as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. A device history review could not be performed due to the serial number of the alleged device is unknown.

Event description:
On (B)(6) 2018, fmc rtg, llc received notification that on (B)(6) 2018 a patient (pt.) On continuous cycling peritoneal dialysis (ccpd) filed a voluntary medwatch form for a serious injury allegedly related to the liberty cycler. The pt. Reported not being able to properly dialyze due to failure of two liberty cyclers while away from home at a conference. Upon return on (B)(6) 2018, the pt. Reportedly required emergency hospitalization to sustain life. Details surrounding patient demographics/information, hospitalization course and liberty cycler serial numbers are unknown.

Manufacturer narrative:
Clinical review: lack of sufficient information precludes a meaningful assessment in this case. Serial numbers for the liberty cyclers in question are unknown and the liberty cyclers are not available for manufacturer product investigation. Therefore, it is unknown whether or not the liberty cyclers were performing according to specifications. Details surrounding the pt¿s hospitalization course, including pt. Diagnosis and treatment, are also unknown. Hospitalization is a known consequence of inadequate or missed dialysis in patients with renal failure. Due to the allegation of device failure, a possible causal relationship cannot be fully excluded with the information available.